Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl due to incorrectly programming pump correction factors settings. Low bg was addressed by consuming carbohydrates. Reportedly, customer's healthcare provider assisted in correcting pump settings.